Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked and the device was not functional; the patient did not recall a specific cause, and the device was no longer watertight. Symptoms included no adverse clinical effects, with blood glucose reported in range. Outcomes included the need for device replacement and use of backup therapy and cgm to maintain diabetes management. Investigation included photo review and confirmation that the touchscreen damage rendered the device unusable and compromised its seal. Investigation of this device revealed device damage consistent with a cracked display assembly, resulting in loss of usability and ingress protection. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage of unknown origin.